Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella was placed without issue. It was stated that upon insertion, suction was observed. It was reported that the patient was sent to the intensive care unit and expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.